Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the impedance and thresholds increased in the last month. A fluoroscopy was inconclusive. Lead fracture was suspected.